Event description:
The customer reported that the keypad isn't working. There was no adverse pt impact reported.

Manufacturer narrative:
(B)(4): this complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.